Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a watchman procedure to treat stroke prevention, a versacross connect laac access solution was selected for use. When the nurse was attempting to to remove the dilator from the packaging the tip with the luer lock connection broke off just before the handle. In their opinion, it was extremely difficult to remove from the plastic packaging until the nurse had to pull it hard which led it to break. It was also reported that there were no other damaged noted to the dilator or its packaging prior to removing it from the packaging. Hence to resolve the issue, a new kit was used and the procedure was completed successfully. The replacement dilator was also difficult to unpackage the dilator where it snaps into the plastic according to the scrub it was also tight and difficult to remove. An entire new versacross connect kit was replaced. There were no other devices got damaged due to unpackaging or no other factors that could have caused this issue. No patient complications reported. The device is not expected to return as it was disposed.